Event description:
Account sent voluntary medwatch with report: "call received from nursing agency in 2002. Rn stated chemo had finished several hours early. When questioned further, rn had received call from pt that bag looked empty. Pump had not alarmed. Rn to pt's home. Pump said 33 more cc to infuse and she thought only about 3 cc in bag so she discontinued the infusion. Bag was disposed of and not available for eval." Info from the account indicates medication was 5fu for a 96 hour infusion at 1.5cc per hour. The bag was preprimed and had overfill of about 5 cc. Account notes the agency admits to repriming the tubing. No pt injury occurred. Medication was discontinued as it was pt's last dose.